Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The problem of damaged was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4).

Event description:
This is an international report where the customer called baxter's technical service group because while in the shower the home patient (hp) accidentally cut the patient line (transfer set). The technical service representative (tsr) told the hp to clamp off the line if possible and call the hospital as soon as possible for medical advice. There was patient involvement but no patient injury or medical intervention was reported at the time of this report.